Event description:
During follow-up, interrogation of the pacemaker was not possible and there was no magnet response when a magnet was applied over the pacemaker. Premature battery depletion was suspected. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of battery, no magnet response, and no inductive telemetry were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the precast header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.